Event description:
Boston scientific received information that this device was returned with no allegations. Initial device analysis revealed that this device failed longevity calculations. Detailed analysis will be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
--

Event description:
--